Event description:
Ae took place in (B)(6). Stimulation cannula does not work, has to be replaced during intervention. Device replaced, patient well off. (B)(4).

Manufacturer narrative:
No patient/user/third person was harmed. The device will not be sent back to MFR, has been disposed. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the affected device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further information is available allowing pajunk to determine the root cause, the file is considered as closed.